Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the paramedics were called and the customer was hospitalized due to a blood glucose (bg) level of 545 mg/dl and diabetic ketoacidosis (dka). Customer reported that the cause was due to the pump. Customer but did not provide specific details why the event was related to the pump. The cause for the reported elevated bg level and dka was unknown. In addition, it was reported that intermittent occlusion alarms occurred when the customer was being transported to the hospital. Customer believed the bumpy road was the cause for the alarms. Customer declined to provide any additional information regarding the reported issues.